Manufacturer narrative:
As of 09/18/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on (B)(6) 2017 that she required treatment. Based on the information received, aso opted to file an MDR. Aso has evaluated retained and unused returned samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
The initial report on (B)(6) 2017 consumer stated that product caused her a rash. No medical attention was sought. However, on (B)(6) 2017 the consumer sent a follow up report indicating that she required treatment.